Event description:
Clinical scientist reported directly to (B)(6) and clinical research, that an (B)(6) pt had died at home on (B)(6) 2010 after suffering from a pulmonary embolism. The pt was a participant in the triathlon outcomes study and had a primary right total knee replacement on (B)(6) 2008 as they were suffering from osteoarthritis. Clinical scientist further reported that a review of the pt's medical notes indicated that the pt had a clinical review on (B)(6) 2010 after complaining of pain when walking up and down the stairs and when moving from a sitting to a standing position. The pt underwent an ultrasound in (B)(6) 2010 which identified thrombosis of the right great saphenous vein and focal probe tenderness over the thrombosed vein. However, no further information was found in the medical notes regarding how this was treated. Clinical scientist added that on the (B)(6) 2010, the pt called an ambulance from home reporting shortness of breath and wheezing. When the ambulance arrived, the pt collapsed and a nebuliser was applied, although the pt became unresponsive. Clinical scientist further reported that attempted resuscitation was unsuccessful.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.